Manufacturer narrative:
No product was returned for eval. We are unable to evaluate the adhesive pad for any abnormality that may have caused the customer's skin infection. It is known and understood by the MFR that, based on customer's individual skin sensitivities, various reactions to the pod's adhesive may be experienced. Without the pod returned for eval, we are unable to determine any device malfunction that may have caused or contributed to the customer's high bg levels. The omnipod user guide contains a section dedicated to infections titled "avoid infusion site infections" that includes the following info: always wash hands and use aseptic technique before applying a pod; don't apply a pod to any area of skin with an active infection; at least once per day, check the infusion site for signs of infection; signs of infection include pain, swelling, redness, discharge or heat - if infection is suspected, immediately remove the pod and contact a health care provider. The customer noted that he preps the site with alcohol prior to placing a pod. To mitigate the recurrence of adverse skin conditions, the omnipod website offers a resource guide that includes a listing of skin barrier products that can be used to protect the infusion site. Twice per month, insulet performs a review of customer complaint data; the occurrence rate of reported infections at the infusion site is (and has historically been) significantly below the level at which an internal corrective action would be required (per insulet's internal corrective and preventive action procedures). However, insulet has initiated action to determine if marketing can improve education and training related to this topic. Note: a review of lot qualification records was performed - the lot passed the acceptance criteria. (Note: eval method codes are specific to activities performed during lot qualification testing and are not specific to the subject pod as it was not returned for eval).

Event description:
The customer experienced what was described as "redness, irritation" and an "infection" at the pod site after wearing the device for two days. The "redness on the site was getting larger" and he "felt tenderness"; as a result he was placed on antibiotics for seven days. He reportedly uses alcohol to prep the site prior to applying pods. In addition to the skin condition, his bg levels also rose consistently over a six hour period; there is no indication that any correction boluses were administered. High bg levels between 372-472mg/dl were experienced in one hour; the pod was then deactivated. No specific failure mode was cited. A new pod was applied and his bg levels fell to "within range". The pod will be returned for eval.